Event description:
Reportedly, the cannula of the port pierced into the cavity and the knife did not return. Another port was used to complete the case. Pt status: no injury. Procedure: laparoscopic procedures.